Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email on (B)(6) 2018 that the customer was receiving multiple motor error alarms. There were also issues with no delivery alarms and scratches on the screen which made it hard to read. Customer's blood glucose level at the time of the incident was unknown. Troubleshooting did not occur. Insulin pump will not be returned for analysis.

Manufacturer narrative:
No missing segment/partial display anomaly noted. Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. Unit had cracked battery tube threads, cracked reservoir tube lip.